Event description:
Event 1 [date redacted] lot: p4f1001: covidien endo gia stapler 12 mm, egiaustnd, given to field during operation. Stapler did not work. Reload given to field and used by [redacted] md, and the stapler worked with this reload. Patient not affected. Event 2 [date redacted] lot: p5a0977: endogia universal stapler didnt work when attempted to use intraoperatively, product sequestered to defective items cabinet in [redacted] dirty elevator room. Manufacturer response for endogia universal stapler, endogia universal stapler (per site reporter). Mfg [manufacturer] notified by sites.